Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) was missing the advancer tube. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review of lot f1807101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube missing advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, the event may have been caused by an incomplete engagement of the advancer tube during the procedure, which could appear as if the advancer tube was missing from the device after deployment attempt. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, which results in no emergence of the advancer tube and the device failing to deploy. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, a 5f mynxgrip vascular closure device (vcd) was missing the advancer tube. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant was not retuned with the device. The sleeve was fully retracted against the shuttle handle. The balloon distal tip was inverted which indicates excessive tension applied to the catheter during the procedure. The advancer tube was found inside shuttle and was not the root cause of this complaint. The failure observed was between a tamp lock and the catheter shaft. The tamp locks prevent the advancer tube from retracting along with the catheter¿s sheath but this was not achieved as a tamp lock was not in place, which resulted with an assumption that the advancer tube was missing. Visual inspection at high magnification of the catheter shaft revealed that the proximal tamp lock was dislodged, abutting the distal tamp lock. Adhesive residue was observed on the polyimide shaft at the corresponding tamp lock position. A product history record (phr) review of lot f1807101 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ was not confirmed through analysis of the returned device since it was found in the device. However, the issue experienced by the customer was likely due to the dislodged/offset tamp lock found on the returned device. The exact cause of the dislodged tamp lock could not be determined during analysis of the returned device. Based on the information available for review and the product analysis, procedural/handling factors (such as excessive tension) most likely contributed to the offset tamp locks and the subsequent advancer tube issue as evidenced by the inverted balloon tip and the adhesive residue on the offset tamp lock. The tamp locks prevent the advancer tube from retracting along with the catheter¿s sheath during the shuttle retraction step, but this was not achieved as a tamp lock was not in place. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A device history record (DHR) review of lot f1807101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was missing the advancer tube. There was no reported patient injury.